Manufacturer narrative:
Additional information was requested but not provided.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed inappropriate back up vvi mode on the implantable cardioverter defibrillator (ICD). Programming changes were performed to address the issue. There were no patient consequences.

Manufacturer narrative:
Correction: h6 - health effect impact code should have been unexpected medical intervention rather than no health consequences or impact.